Event description:
Pt implanted in left nasolabial folds in 1999. Onset of wound drainage and infection 05/1999. Pt treated with keftab and bacitracin 06/17/1999. Implant explanted 1999 and pt treated with levoquin.